Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, the patient underwent left hip revision due to recurrent dislocations approximately 1 (one) month later. During the revision, the head was noted to be anteriorly dislocated. The stem was retained, the cup, head and liner were revised without complications. It was noted significant amount of dense scar tissue was resected. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d1, d2, d4, d10, g4. D10: item 51-101060 lot 7564866 tprlc 133 fp type1 pps ho 6.0. Item 30103606 lot 66653639 g7 vit e neutral lnr 36mm f. Item 650-0661 lot 3200697 delta ceramic fem hd 36/0mm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; g3; h1; h2; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.